Manufacturer narrative:
Block h6 device code a040609 is being used to capture the reportable event of needle shaft bent. Device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a procedure on (B)(6) 2025. During the procedure, the physician was unable to transfer the needle. With each bite attempt, the curved needle failed to align with the suture anchor and was bent. The procedure was delayed by approximately 25 minutes. A new overstitch was used to complete the procedure. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a procedure on (B)(6) 2025. During the procedure, the physician was unable to transfer the needle. With each bite attempt, the curved needle failed to align with the suture anchor and was bent. The procedure was delayed by approximately 25 minutes. A new overstitch was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a040609 is being used to capture the reportable event of needle shaft bent. Device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor. Device evaluation block h11 the returned overstitch ess was analyzed. A visual inspection was performed. The device was returned with the anchor exchange. During the visual inspection it was found the working length bent. The device was observed in good conditions and during microscope inspection and functionality test, the device worked as expected. The anchor exchange worked successfully to deploy, retrieve, and pass anchor. Additionally, the needle body was not found bent. Therefore, the reported events of "anchor exchange failure to pass anchor, anchor exchange failure to retrieve anchor, needle shaft bent and needle shaft failure to align" could not be confirmed. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the probable cause selected for the reported events is "device problem excluded", because the anchor exchange worked successfully to deploy, retrieve, and pass the anchor, and the needle body was not found bent. For the issue detected during the visual inspection of "working length bent" a most probable conclusion code of "adverse event related to procedure" was assigned because the adverse event occurred during the procedure and the device had no influence on event.